Event description:
The customer reported that while the unit was in use on a patient, the unit shut down when the battery was depleted because the ac mains switch was off. After the shutdown, the patient had a cardiac arrest but resuscitated. The unit was switched to ac mains operation and therapy was continued.

Manufacturer narrative:
At the facility, prior to this incident, the medical personnel has prepared a manual which indicates the main switch should be kept on, and they put a seal to pay attention just next of the switch. However, it was overlooked at the time of event. The customer realizes that human error was a root cause for the adverse event and since the pump did not malfunction; no additional action for the iabp is required. (B)(4).